Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer "has to keep plugging and unplugging charging cord to get pump to power up." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.